Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04964, 3006705815-2023-04965. It was reported the patient experienced pain at the ipg site and leads migrated. In turn, surgery took place wherein the leads and ipg were explanted and replaced to resolve both issues.